Event description:
It was reported there was an unproctered triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. Everything was prepared and executed according to the instructions for use (IFU). During the triclip steerable guide catheter (tsgc) preparation and testing if the hemostasis valve is leakproof, air bubbles were continuously rising in the valve. The stopcock was replaced with a new one, but the bubbles were still there. The physician decided to replace the tsgc with a new one to not risk the health of the patient. A new tsgc was prepared according to the IFU without any problems and the procedure was performed with one anteroseptal clip implanted and a tr reduction to grade 1.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed. Additionally, the flush port luer was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported leak is a cascading event of the cracked luer. The reported cracked luer was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported there was an unproctered triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. Everything was prepared and executed according to the instructions for use (IFU). During the triclip steerable guide catheter (tsgc) preparation and testing if the hemostasis valve is leakproof, air bubbles were continuously rising in the valve. The stopcock was replaced with a new one, but the bubbles were still there. The physician decided to replace the tsgc with a new one to not risk the health of the patient. A new tsgc was prepared according to the IFU without any problems and the procedure was performed with one anteroseptal clip implanted and a tr reduction to grade 1.